Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mjm737 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent cesarean section on an unknown date and suture was used. During the procedure, the thread was found detached from the needle when repairing the uterus. There were no adverse patient consequences reported.